Manufacturer narrative:
Per analysis update. Analysis was normal. No anomalies were found.

Manufacturer narrative:
Manufacturer report 2017865-2020-02714 should not have been reported as a malfunction; it should have been reported as a serious injury.

Event description:
New information received noted that the plasma blade led to pacing inhibition of the implantable cardioverter defibrillator.

Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacing dependent patient presented for generator replacement procedure. During procedure, when the physician attempted to remove the implantable cardioverter defibrillator from the pocket using the plasma blade, the electrocardiogram (EKG) showed bradycardia with slow paced beats. It was reproducible each time the physician used the plasma blade. The physician proceeded to do short bursts. The device was explanted and replaced. The patient was recovering post procedure.